Event description:
(B)(6) - it was reported by the consumer that the ct7a mechanical wheelchair fell forward at a sidewalk, the right front caster came off, the thread had also wallowed out. The patient indicated that he was wearing his seatbelt at the time when the event occurred. There was no patient injury or fall reported.

Manufacturer narrative:
(B)(4) RMA has been initiated for this issue. Model ct7a, serial number/date (B)(4) is approximately one year old. There are four additional repots regarding this incident referent different parts needed to repair the unit. The following cnfs are related to the same complaint and will be reported once: (B)(4). The owner's manual part number 1167484 rev. A (sep-10), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is (B)(6) male. However, his height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.